Event description:
It was reported that the right ventricular lead had high impedance measurements of greater than 200 ohms. The physician expressed concerns that the lead may be fractured and elected to implant a new lead. The right ventricular lead was capped (pace/sense portion) and replaced. The device was explanted and replaced . There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high impedance measurements of greater than 200 ohms. It was questioned why the alert did not happen. The physician expressed concerns that the lead may be fractured and elected to implant a new lead. The right ventricular lead was capped (pace/sense portion and one of the high voltage connections) and replaced. The remaining high voltage connection was plugged back into the device and turned off. The device was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed high impedance: high voltage (superior vena cava defibrillation circuit) lead shows impedance rising from 216 ohms the week of (B)(6), 2010 to highs between 14136 and 14848 ohms the weeks of (B)(6), 2010 through the end of the record. A patient alert is recorded on (B)(6) 2010.